Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
An investigation was performed in response to a complaint of screen went blank on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. By phone, a field service engineer (fse) followed up with the site and was informed that the issue has already been resolved. The customer unplugged the computer and the monitor and plugged it back in. The customer performed a restart and the issue did not return. This investigation confirmed an electrical issue due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2021 through aware date 15oct2021 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported a fault or failure of control computer. The screen went blank following a run. The power to the computer was reset and the monitor issue remains. This is a reportable event based on delay in reporting of patient results for class a analytes.